Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented post implant procedure. X-ray post implant showed the patient's right atrial(ra) lead to be dislodged. The ra lead was repositioned on (B)(6) 2019. The patient was stable.